Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter defibrillator was myopotenital oversensing. No device intervention was performed but programming changes were discussed. No patient symptoms were reported.